Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: trident 0 deg insert 44mm. Cat # 623-00-44g, lot # mkhoyr. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "pt's hip was infected. The surgeon removed the liner and head and then washed out the hip and replaced with a new liner and head."